Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Concomitant medical products: d154awg, implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine device replacement, the right ventricular (rv) lead insulation appeared to be crumpled at two locations in the pocket. One crumple felt sharp and there was a concern about the integrity of the lead insulation and a possible insulation breach. The lead was partially explanted and a new rv lead was implanted. No patient complications have been reported as a result of this event.